Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(6). The sample was investigated in the laboratory of manufacturer. A quadrox ID pediatric with tube set was returned. The sample is very bloody inside and out. The oxygenator and the arterial tubing line have no damage or other abnormalities. These were removed and disposed of. Visual inspection of the damaged site of the venous tubing line was documented. Leak test is necessary because the burst has caused a hole of about 3mm. The sample on the tube was created by the rotating guide pin of the pump. In the picture of customer it can be seen that the venous line was not inserted correctly in the roller pump. According to the picture, there is too much tube in the pump at the exit point. By turning the rollers, one of the tube guides always touches the excess tube piece (always the same place) until the spot on the tube has worn out and burst. No further abnormalities noted. Error was found by laboratory. An internal clinical assessment has been performed based on the received complaint report. The information which were retrieved from the clinical site points in the direction that the tube was migrating inside of the roller pump along the raceway and an unclosed fixation of the tube inlet latch is deemed to be the root cause. The incident may have caused by the operator if it is true that the unclosed fixation of the tube inlet latch remained open during the utilization of the roller pump. Sap trend search was performed (material 70100.4113, failure code 0409 tube) which came to following results: 0 additional complaint was recorded since last 12 months. No systemic issue was found. Also device history record does not show any abnormality.

Event description:
Ref.: #(B)(4).

Manufacturer narrative:
(B)(4). The device has been requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital:there was a kink in the hose set in the pump segment of the hl20. This caused a sudden burst of the hose. There is a clearly visible round hole. The patient was injured due to this failure.(patient had to be reanimated because of the interruption). Ref.: #(B)(4).